Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported implant didn't stay charged very long and patient didn't provide the event date but mentioned they didn't think the implant ever stayed charged for very long. Patient would charge the implant to 100% and it would be at 0% in 7 hours. Patient mentioned they hadn't changed their settings recently. Patient mentioned they had a problem where if they were walking on their feet for 10 or 15 minutes, the pain or pressure would make them lean forward on one side. Patient also met their representative for adjustment somewhat and it was still doing it to them. Patient was okay if they took tylenol and hour after wearing this; agent understood this as charging the implant. Patient mentioned the tylenol only lasted so long. Patient mentioned they didn't think the implant was working for them or helped them much. Agent redirected patient to their hcp to address the issue.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient (pt) was seen in office and reprogrammed on (B)(6) 2026. As far as the rep knows, the pt was happy with updated programming. "The only issues with depletion noted at that time were related to patient increasing intensity."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.